Event description:
Per independent repair center statement alleged the unit is displaying a low o2/yellow light due to the tie wraps, sieve beds are not working. Cabinet is missing components an the hose is leaking.